Manufacturer narrative:
The device is still implanted and not available for return.

Event description:
It was reported that the patient failed all three vectors with the auto-screening tool and barely passed alternate vector with the manual screening tool. The patient still received a subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The following morning, the patient had received inappropriate shocks due to oversensing of t-waves. The system was reprogrammed to a new sensing vector. After approximately three weeks, the entire system was revised to prevent anymore inappropriate shocks. The system is currently still in service. No additional adverse events were reported.